Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the air bubble were found during the therapy. Troubleshooting was performed. Air bubble were not removed successfully. No harm was required during medical intervention. The insulin pump will be returned for analysis.